Manufacturer narrative:
[(B)(4)].

Event description:
During an arthroscopic knee surgery, the upper jaw hinge of the device broke and a small fragment fell inside the patient's knee. The broken fragment was recovered from the patient's knee during primary procedure. The probable root cause for the upper jaw hinge to break could be due to surgeon excessively torquing the device and placing too much force on the hinge and upper jaw.